Event description:
Boston scientific received information that at the follow up of this cardiac resynchronization therapy pacemaker (crt-p) decubitis/migration of the device was noted. An invasive procedure took place and the device and leads were explanted due to an infection. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.